Event description:
It was reported the patient had reoccurring urinary tract infections. This began when she had bladder sling surgery in (B)(6) 2012. Additionally, the patient reported she had to press on her bladder in order to urinate, since the bladder sling surgery. It was reported the patient had bladder sling surgery on day of this report. There was no additional information provided. If additional information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), implanted: (B)(6) 2012. Product type: programmer, patient: product ID 3889-28, lot# va02fc9, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Event description:
Additional information received reported that the cause of the event was sling obstruction and it was not related to the stimulator. Patient hospitalization was not required.